Event description:
It was reported the patient experienced stimulation in the wrong location after falling 12 feet. The date of the event was not reported. An x-ray was recommended. Additional information has been requested but was not available on the date of this report.